Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction was identified as a cut in the protector of the video cable section. In addition, the most probable cause of the fiber bonding damage in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope,gynecologic had ¿damaged insulation near the optical head.¿ there were no reports of patient harm.